Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the level sensor to lab use only (luo) testing equipment. The system responded to the sensor being disconnected from the module and being detached from the reservoir appropriately. The system also responded to low level alerts as intended and when there was fluid above the sensor, the system did not alarm. There were no unexpected low level alerts, disconnects, or 'sensor not attached' messages observed during the evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor kept falsely alarming. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: d9 and h3. H3: 81 - evaluation is in progress, but not yet concluded.